Manufacturer narrative:
(B)(4). Date sent: 9/25/2020. D4: batch #u93a2v. Investigation summary: the device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  No alert screen was displayed as reported. The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why the device kept activating after releasing the activation buttons. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during semi-open surgery on the head and neck, an unknown error occurred at the pre-run test. Then the device passed the pre-run test and was used for a while. The device kept activating although the hand switch was released. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.